Manufacturer narrative:
A visual examination of the returned driver under magnification was performed. Torsional and oblique fracture patterns were found at transition of hex into radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. No definitive conclusion can be drawn with the available information. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this driver break. Additional mdrs associated with this event: MDR 3025141-2015-00024: screw MDR 3025141-2015-00025: plate.

Event description:
During implantation of an aculoc2 plate, the surgeon had difficulty with one screw that wouldn't insert fully. When trying to remove that screw, the driver tip was moved right and left and then broke in the screw head. Because the screw could not be removed from the plate, the entire plate had to be removed. It was replaced with a new plate. This all resulted in a larger incision and extended anesthesia time.